Event description:
It was reported that the inflatable penile prosthesis 18 cm x 12 mm cylinders and pump components were tried not used as it was punctured in surgery. Another inflatable penile prosthesis 18 cm x 12 mm cylinders and pump components were implanted.